Event description:
The facility's biomedical engineering dept. Reported that channel b failed with a failure code 810:04 during a "dopamine push". Dopamine was infusing on channel b at a rate of 7.5mcg/kg/min when the reported failure occurred. The facility reported that the problem was identified quickly; however, the pt had a severe blood pressure drop ("systolic of 98 to systolic of 57" within 10 minutes) due to the loss of vasopressor and "it took minutes to recover". The medical staff was able to remove the tubing from channel b, placed the tubing in channel c, and restarted dopamine infusion immediately. According to biomed, a "medical intervention occurred", however no info was available regarding the type of medical intervention required. The pt's blood pressure recovered within 5 minutes and no adverse outcome resulted. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's status, other medication involved, medical intervention, or set up of the infusion device.